Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient. An initial result of 269.9 u/ml that retested at 4.60 u/ml after the sample was recentrifuged. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Information from the customer site states that a retest of the original sample (after the sample was centrifuged) did not reproduce the initially generated (falsely) elevated result. In addition, no troubleshooting steps performed by the customer were provided. Accuracy testing was performed in-house with retained reagents of lot 13517m500 (list (B)(4)). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested in duplicate across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).